Event description:
A pt is loaded. The first field might be ap and the second field is pa. If the ap is loading and the therapist clicks of pa, the ap field will be treated, but when you click on "next field" the lcs thinks the pa was treated and will not allow that field to load. It will allow the ap to load and be treated again.